Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead p-wave sensing got lower, and the threshold elevated. The lead was repositioned, and reprogramming was made. Additional information indicated that the undersensing went away once patient was not apneic and respiratory pattern returned to normal. This lead remains in service. No additional adverse patient effects were reported.